Event description:
On (B)(6) 2026 it was reported that on (B)(6) 2026 the user experienced hyperglycemia with blood glucose (bg) levels of 500 mg/dl, resulting in hospitalization. The user was admitted on (B)(6) 2026, treated with IV insulin, and discharged on (B)(6) 2026. No long-term health effects were reported.

Manufacturer narrative:
The user experienced severe hyperglycemia requiring hospitalization while on ilet therapy. Severe hyperglycemia requiring inpatient insulin therapy is consistent with acute metabolic decompensation requiring medical management. Engineering log review confirmed that device data corresponding to the reported event date were available and showed no malfunction alerts, no factory reset events, and no motor errors. The ilet was delivering requested insulin and responding appropriately to cgm glucose values. Review of device history did not identify evidence of device malfunction. Multiple follow-up attempts were made to obtain additional information regarding events leading to the reported hyperglycemic episode; however, no additional information was obtained. Based on available information, no device malfunction was identified and the cause of the event remains not established. If additional information becomes available, a supplemental MDR will be submitted.